Event description:
I have been suffering from bio for over ten years. Due to one breast being bigger than the other, I felt I needed breast implants to feel normal. About a year after my implants, I started to feel severe fatigue. On top of this, I quickly packed on many pounds and suffered other symptoms such as dry eyes, mouth, skin. I could not lose weight no matter how much I changed diet or went to gym. I saw doctors as much as I could afford over the years (healthcare here is unaffordable even with insurance). One doctor said I now had an unknown auto immune disease and an intolerance to gluten. That was probably 9 years ago. Doctors offer no help, I just suffer daily. Other than that, doctors can find nothing wrong with me. I suffer everyday with fatigue so bad, everything I do is cataloged in my head. How much energy will I spend walking to the office printer? Stomach problems, the occasional rash, the horrible dry eye, the brain fog, lack of memory. I've googled my symptoms over the years and one thing always pops up, breast plant illness. Could I truly be suffering from something so insignificant as a breast implant? I still don't have the money yet to remove them, but I have been wanting them out of my body for a very long time in hopes I can get a semblance of my life back. I yearn for my life back. I've read removal isn't even a guarantee, but one day I will remove these when I have the funds to do so. I've just learned we can report this to the FDA in hopes that one day we can figure out why some of us suffer. Breast implants made me happy for vain reasons, it helped me to look normal and feel confident. But if this was the cause for my quality of life falling into the mud, well, that makes me incredibly sad. Ref report: mw5156417.